Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated the retainers has pushed their front teeth forward causing some teeth sensitivity, pain and discomfort.